Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with a 425cc mentor smooth round spectrum saline breast prosthesis on the right breast, suffered right breast implant deflation, post-procedure. As a result, the patient underwent implant explantation and replacement with a 275cc mentor smooth round spectrum (catalog: 3501440 lot: 7696446) on (B)(6) 2021.

Manufacturer narrative:
On july 9, 2021, the mentor failure analysis lab has received a device with lot number 7455025 for evaluation. On july 13, 2021, mentor received additional information indicating that the received device is the correct suspect medical device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the anterior view. Additionally, a tear measuring approximately 0.5 cm was found within the crease/fold. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that a second device was received and identified to be ruptured upon evaluation. This will be reported under mrn: 1645337-2021-10843. Manufacturer¿s reference number: (B)(4).